Manufacturer narrative:
Ortho performed a complaint review for similar injury, and provided objective evidence of infectious disease testing. All results were satisfactory. (B)(4).

Event description:
Customer (supervisor) called tsc on behalf of complainant (student) to report accidentally splashing 0.8% surgiscreen lot# vss919 exp: august 1st 2017 in eyes. Product is expired and being used by facility for educational purposes. Customer reports no results affected due to product not used for patient testing. Issue started on: (B)(6) 2017. Frequency: 1x. Detail any action performed by customer before calling if relevant for the issue: event has occurred on the morning of (B)(6) 2017. Supervisor reports students eyes were flushed and following facilities protocol for this event. Supervisor reports gloves and lab coat ppe was worn but no safety goggles. Supervisor wanted to know if product has been tested for bloodborne pathogens. Tsc discussed and emailed certificate of analysis. Tsc also emailed IFU and referred customer to caution section on page 1. "Caution: all blood products should be treated as potentially infectious. Source material from which this product was derived was found negative when tested in accordance with current FDA required tests. No known test methods can offer assurance that products derived from human blood will not transmit infectious agents." Supervisor reports student is stable and not given any medication or treatment as of now. Customer agreed to call back if condition in student changes or if further assistance needed. Tsc followed up with customer to ask which 0.8% surgiscreen cells splashed into students eyes. Customer reports student had pipetted 0.8% surgiscreen cells lot # vss919 and anti- c lot#seb400a into mts igg gel card lot# 022717001-17 exp: jan, 12 2018 and bumped into obstacle and liquid inside mts igg gel cards splashed into students eyes. Customer could not specify which liquid from which microwell splashed into students eyes. Customer reports students condition is still stable, no further action from tsc.